Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system had non-boston scientific right atrial (ra) lead and right ventricular (rv) lead that exhibited oversensing of noisy signals with pacing inhibition, resulting in the patient experiencing presyncope and asystole for four seconds. Technical services (ts) was consulted and determined the noise had been measured by the programmer and was mirrored on both leads possibly due to a lead on lead abrasion. The sensing rate had been adjusted to a fixed rate and r wave fluctuations from 14 to 0.8 millivolts were noted. Lead revision was recommended for both non-boston scientific leads. No additional adverse patient effects were reported. This crt-p system remains in service.